Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 878, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a wound infection. Diagnostic methods included examination and palpation. The patient had bleeding from the lumbar incision which appeared to be infected with redness and erythema surrounding it. There was also some seropurulent drainage and mild dehiscence as noted on (B)(6) 2014. The etiology was the lumbar incisional site/device tract. This was reported as not related to the device or therapy but related to the implant procedure and resulted in in-patient or prolonged hospitalization. This device system delivered infumorph. It was further reported that the event was ongoing. Reportedly, laboratory work was done and the lumbar wound culture was positive for infection; (B)(6) and (B)(6) on (B)(6) 2014. Intervention including medical or non-surgical therapy was performed. Local care was begun with wet-to-dry dressing changes and intravenous clindamycin and augmentin were started on (B)(6) 2014. A medication adjustment was made by stopping the current antibiotic regimen on (B)(6) 2014. On this date IV zyvox was initiated to treat (B)(6) as well as IV merrem initiated to treat (B)(6). On (B)(6) 2014 the patient was discharged home with home health care to complete twice daily wound care with wet-to-dry dressing changes with dakin solution until the wound heals. Oral zyvox twice daily and merrem IV piggyback one daily for 10 days was to be administered by the home health care nurse was also prescribed on (B)(6) 2014. As of (B)(6) 2014 the home health care was to continue changing dressings and antibiotics. The lumbar incision was examined and palpated and noted that a one inch area was not well approximated, no drainage, no tenderness, and did not appear to have any ¿kink¿ of deep wound infection also as of (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that examination and palpation were performed on (B)(6) 2014 resulting in the determination that the infection had resolved. Merrem and zyvox use were discontinued. It was later reported that there was wound dehiscence and pump migration. The patient reported via telephone on (B)(6) 2014 that there was a blister at the waist near pump site, clear draining fluid, redness, and swelling. It was then reported by the patient via telephone on (B)(6) 2014 that the pump incision separated and the pump was showing through the wound. Examination and palpation was done on (B)(6) 2014 resulting in finding the pump pocket with a 3 mm opening and yellowish drainage coming from it, blister near the site, swelling, and redness. The etiology was the incisional site/device tract at the pump pocket which was related to the device or therapy and unlikely related to the implant procedure. The pump was reportedly showing through the wound and necessitated medical or surgical intervention. The severity was reportedly severe, and the entire device was explanted. The patient was given amoxicillin, and the device was explanted on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that the migration of the pump was considered to be related to the breakdown of the wound or incision. The wound allowed exposure of the pump and migration of the pump to occur.